Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and retracted into the right atrium. The extra lead slack also retracted into the device pocket. The lead was found to have no capture at high output. The lead had caused phrenic nerve stimulation in the patient. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.